Event description:
It was reported that the patient had visited her physician the day before this report. The patient has leg pain. It was found that she was getting adequate coverage of pain on her right side but on her left, only her left arm, shoulder, and flank were being stimulated. Reprogramming of her implantable neurostimulator (ins) did not result in any better coverage of her left leg. An x-ray was taken and indicated that the lead had migrated from the t10-11 spinal level to the c7-t1 level. The physician planned to undergo a lead revision and recommended replacing her percutaneous leads with a paddle lead. It was planned that a surgical procedure would occur, but the exact date was not available at the time of this report. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient decided to have the entire spinal cord stimulation (scs) device removed as she did not feel it was providing her much relief and the neurostimulator battery was uncomfortable. It was unknown when the surgery would be scheduled. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3778-60, serial #: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 3778-60, serial #: (B)(4), implanted: (B)(6) 2012, product type: lead; product ID: 37744, serial #: (B)(4), product type: programmer; product ID: 3550-39, lot #: n271644, implanted: (B)(6) 2012, product type: accessory.